Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number 7165429 was manufactured in 2007 (12 years since batch creation date), thus the DHR for this lot number is no longer available. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd ultra fine¿ pen needle was used after expiration date and caused skin irritation. This occurred on 12 occasions after use. The following information was provided by the initial reporter: material no.: 320119, batch no.: 7165429. It was reported by the consumer that he received a red circle on his skin after injection. Verbatim: issue: consumer reported red circle on his skin after the injection. Sample discarded. Did not seek medical attention. He used to use the needles long ago and was put on to insulin vials. His friend gave him couple of insulin pens to use since he no longer needed, consumer had these mini pen needles from long ago, he brought it on december of 2007. He did not know they expire. Incident date-unknown. Occurence-12. Consumer uses new needles each time of his injection. He rotate the injection site. He visually tests the needle to see if it is straight. He firmly attaches the pen needle. Explained consumer our needles are tested for 5 years, this box is expired since it was purchased in 2007. Offered to send him a voucher. Explained we require samples if any issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle was used after expiration date and caused skin irritation. This occurred on 12 occasions after use. The following information was provided by the initial reporter: material no.: 320119 batch no.: 7165429. It was reported by the consumer that he received a red circle on his skin after injection. Verbatim: issue: consumer reported red circle on his skin after the injection. Sample discarded. Did not seek medical attention. He used to use the needles long ago and was put on to insulin vials. His friend gave him couple of insulin pens to use since he no longer needed, consumer had these mini pen needles from long ago, he brought it on (B)(6) of 2007. He did not know they expire. Incident date-unknown. Occurence: 12. Consumer uses new needles each time of his injection. He rotate the injection site. He visually tests the needle to see if it is straight. He firmly attaches the pen needle. Explained consumer our needles are tested for 5 years, this box is expired since it was purchased in 2007. Offered to send him a voucher. Explained we require samples if any issue.